Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the blocking was defective.

Event description:
According to the available information, it was additionally reported, this occurred during the procedure. Balloon was filled to 15ml and the customer said it was a tear and not a ruptured block. No patient consequences. Everything was disposed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
Correction: added h6 (part 2). Medical device problem code: a2303. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, it was additionally reported, this occurred during the procedure. Balloon was filled to 15ml and the customer said it was a tear and not a ruptured block. No patient consequences. Everything was disposed.